Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the software showed "localizer not connected". The system was rebooted, but the message still displayed. The system control unit (scu) for the optical camera was checked and there was no problem. The in/out (I/o) hub was checked. The cable was disconnected and reconnected, and then the system could communicate with the optical camera. There was a bad connection in the I/o hub. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a request was made to check the optical camera. There was a message "localizer is not connected". There was no patient present when this issue was identified.